Manufacturer narrative:
On (B)(6) 2016: tandem technical support made multiple attempts to follow up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer turned off the pump for three months at the request of their healthcare provider. The customer attempted to power on the pump, however reported a flashing red led light around the wake button. Tandem technical support was unable to confirm if the pump display turned on after recharging the pump. There was no reported impact to the customer's blood glucose level. Although requested, no further information was provided.